Event description:
Caller states that a patient reportedly received the following results on an inform meter, compared to a professional meter, within 10 minutes: 278 mg/dl (inform) and < 20 mg/dl (epoc blood gas device). No treatment decisions were made based upon the meter results; patient was treated with an unknown amount of dextrose after the < 20 mg/dl result. Requested return of suspect strips; caller stated he would not be able to locate strips.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.